Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer stated that the event occurred in the pediatric outpatient department when the door would not open and seemed to be locked and "off hinged". There was no patient involvement. The device was received for evaluation. During functional testing, a system error 322 was not reproduced. Evaluation observed no issues with the lower link switch. A review of the event history log revealed 'system error 322' on a date after the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The link and link switch will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.